Event description:
It was reported that an endovascular stent graft jumped upon deployment, and moved to the subclavian vein. The stent graft was dilated in place within the subclavian vein with a pta balloon catheter. Another manufacturer's stent graft was then advanced and successfully implanted at the treatment site without further incident. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The stent graft remains implanted and the delivery system was discarded by the user facility. Therefore, a sample evaluation could not be performed. The investigation is currently underway. The event involves the same patient as manufacturer report #2020394-2011-00184.